Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an MRI for unrelated medical issues. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture and r wave amplitude variation. It was noted that the device was undersensing the r waves due to the variation and programmed sensitivity setting. The clinic suspected the lead had dislodged. The MRI was cancelled and programming changes were made to resolve the r wave undersensing. No further intervention was performed. The patient was in stable condition.